Event description:
After main body and leg extensions were placed a proximal type I endoleak was noticed. The physician utilized another manufaturer's stent to seal off the leak. The stent was post dilated with (another manufacturer's) balloon. Once the stent was placed and post dilated, the graft material happened to go above the origin of the left renal artery. Another manufacturer's stent was placed into the left renal. No evidence of an endoleak at the end of the procedure. Left renal was functioning fine.